Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a cartridge from a different lot. Technical support decided to replace the box of cartridges and advised the customer to reach out if the issue occurs again.